Event description:
It was reported that during an external fixator removal procedure on (B)(6) 2014 the surgeon was attempting to try and remove a non-synthes pin from the femur and four instruments were damaged during the attempted removal. The broken pin was eventually removed with vice grips without patient harm or surgical delay. Two of the devices were returned and it was discovered that the tip broken off of both of them. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device. The device was received with a broken tip. The tip is distorted and bent, and it appears to have been subjected to lateral forces outside of recommended usage. Broken pieces were not returned. The device has significant scratches and marks from regular use. Additionally, the returned device broke while being used to remove non-synthes implants. The drawing was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument is used to remove broken screws and proper use and maintenance are addressed in technique guides. It appears that the devices were subjected to lateral forces outside of recommended usage, which led to the breakage. Additionally, the returned devices broke while they were being used to remove non-synthes screws. The complaint condition was caused by method of use and off axis use, rather than the design of the instrument. This complaint condition is likely a result of method of use and off axis use, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part is determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.